Manufacturer narrative:
(B)(4). Date sent: 1/26/2022. Additional information received: date of dilation : (B)(6) 2021 - (B)(6) 2021.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. The DHR for lot 25169 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: model: lxmc15. Device lot number: 25169. Date of surgery: on (B)(6) 2021. Adverse event term: dysphagia. Sex: female. Age (at time of consent): (B)(6) years. Is the adverse event serious? Yes. Required in-patient hospitalization or prolongation of existing hospitalization: yes. Admission date: (B)(6) 2021. Discharge date: (B)(6) 2021. Resulted in medical or surgical intervention: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: on (B)(6) 2021. Diagnostic imaging: yes. Drug therapy: yes. Observation: yes. Linx explant: yes. Weight: (B)(6) kg. Height: 1.65m. Dob: (B)(6). Patient initials: (B)(6). Explanted date: on (B)(6) 2021. Steroids' initially tried to help with dysphagia with no relief. Then egd with dilation, no relief. Explant on (B)(6) 2021. Serial number: (B)(4). Device not being returned. Pre-existing condition, hernia and gerd's.

Event description:
It was reported via clinical trial patient (B)(6) experience, difficulty swallowing: no. Painful swallowing: no. Continuation of worsening of gerd symptoms: yes. Other troublesome symptom that may be related to the linx device and/or linx procedure: no. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. Additional information received: did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form: blank: no. New explant notification event details. Alert date: on (B)(6) 2023. Date of explant: on (B)(6) 2021. Country of event: us. Model: lxmc15. Device lot number: 25169. Date of implant: on (B)(6) 2021. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): 50 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #001 on (B)(6) 2021: dysphagia. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no. Other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: no describe any notable observations. During the explant procedure: blank.